Event description:
Reportable based on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed lesion being treated was located in the tortuous and highly calcified right coronary artery (rca). The 2.75x28mm taxus liberte stent delivery system could not cross the lesion. The procedure was completed with plain old balloon angioplasty (poba) only. There were no pt complications. The pt's condition was listed as "good". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The struts on the first row from the distal edge was slightly flared. This is consistent with the balloon being partially inflated. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).